Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The report states: legal claim alleges patient began to experience pain and limited mobility in her hip several months following surgery. It is also alleged her doctor concluded that it is necessary to remove the hardware that he inserted on (B)(6) 2010. Doi: (B)(6) 2010 - dor: revision not reported at this time (unknown side) the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(6) 2013 - new litigation papers received. Litigation alleges bodily injury and permanent disability. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Legal claim alleges patient began to experience pain and limited mobility in her hip several months following surgery. It is also alleged her doctor concluded that it is necessary to remove the hardware that he inserted on (B)(6), 2010. Update: sales rep has reported the revision surgery. It was noted that the patient did not have high ion levels and cup was not ingrown.